Event description:
It was reported by the customer that the control module displayed l3-009 towards end of procedure. The caller stated that several probes were used with same result. Adequate samples were obtained at this point and the case was stopped with no pt consequence.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and per the service manual performed service and functional tests and found the holsters green cable lemo end broke off and was causing the complaint of displaying l3-009 error codes. To correct the complaint the analysis site replaced the green cable. The analysis site also found the electrical cable lemo connector locking tabs would not lock, and to correct this issue the site replaced the electrical cable. The analysis site also replaced the safety latch, firing button, firing latch block, and the compression spring due to these parts was worn. The e-clip was replaced due to it was damaged during disassembly. After servicing, the unit passed qa functional testing. The device history record has been reviewed and has passed all previous qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.